Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set and was alerted by alarm 2. Patient noticed symptoms 3 or more hours after insertion. The insertion site was abdomen. Patient rotated site regularly. Patient changed supplies as necessary and resumed insulin therapy. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.